Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted jun 2, 2017. Upon further investigation of this reported event, the following information is new and/or changed: date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information; identification of evaluation codes. Method code #1: actual device evaluated; method code #2: visual inspection; method code #3: device to device interaction testing; results code: no failure detected; conclusions code #1: unable to confirm complaint; conclusions code #2: no failure detected, device operated within specification. Evaluation of the decontaminated, returned sample began with a visual inspection of the body and insert components. No damage, foreign matter or manufacturing issues were noted during the inspection. Connection testing was conducted where the quick disconnect assembly was connected and disconnected. The parts connected with the audible click and disconnected as expected when the thumb latch was pressed. Additionally the connected parts were attempted to be pulled apart by pulling from either side of the assembly to determine if it would disconnect but no disconnection was observed. The measurements of the quick disconnect assembly (body and insert) were all within specification in accordance with the inspection criteria. The complaint could not be confirmed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted jun 2, 2017. Upon further investigation of this reported event, the following information is new and/or changed: date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information. Per clinical review, the disconnection occurred near the end of cardiopulmonary bypass (cpb) procedure after the aortic cross clamp was removed. The customer were off bypass for approximately 15 seconds to reconnect the lines. There were no visual air on the arterial line and air detector did not alarm when bypass was resumed. The patient received four units of blood transfusion, two units were likely due to the blood loss from tubing disconnection and two units was due to the hematocrit level of the patient meeting their transfusion trigger protocol. After the blood loss, due to the tubing disconnection, they did not have enough volume to fill up the heart to come off bypass so they transfused the patient. The patient had a blood clotting disorder so they got various blood components (fresh frozen plasma, cryoprecipitate, and platelets) transfused post bypass to account for the comorbidity associated with the patient's clotting disorder. The disconnection occurred during cpb resulting in approximately 300 ml of blood loss, there was no injury or neurocognitive affect to the patient as a result of the incident. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). There were no issues noted in the device history record (DHR). The connection was made between the 3/8'' quick disconnect body on line 4a of the (B)(4) convenience kit to the 3/8'' quick disconnect insert on the prescriptive oxy pack produced by our sister plant located in (B)(4) and reported through medwatch 1124841-2017-00100. This connection was customer made. The connector inspection data was evaluated and there were no issues noted. The sample was returned, preliminary photographs of the contaminated product showed the that thumb latch and chamfer appear undamaged. The investigation has not been completed, a follow-up report will be submitted when the investigation is completed and more information becomes available. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb), that the quick connect popped off on the oxygenator outlet and sprayed blood everywhere. The product was not changed out as the connection was reconnected. There was a 300ml blood loss. There was no delay to the procedure and surgery was completed successfully.